Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you clarify if the clip that was bent was fed sideways into the jaws? If yes, was the clip stuck sideways in the jaws? Or did the clip fire out of the jaws and was bent (malformed)?

Event description:
It was reported that during an unknown procedure, the first clip jammed and bent so that the applier could not fire. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # = m90n11. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws; due to this condition no further testing could be performed. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feed link found to be damaged causing the feeding issues. In addition, 14 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.